Manufacturer narrative:
Concomitant products: 6935m62 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient has atrial fibrillation (af) with rapid ventricular response (rvr) and was inappropriately shocked by the implantable cardioverter defibrillator (ICD) as a ventricular fibrillation (vf). The device¿s wavelet algorithm initially withheld therapy but subsequent af with rvr were inappropriately treated. The device wavelet algorithm was recalculated and reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.